Manufacturer narrative:
(B)(4). A particle was returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The lead was dipped into ringers solution prior to implant. The hcp noted particles in the water. The particles came off the lead tip. The lead has shown no further damage and the hcp decided to implant the lead. There was no pt injury associated with the event. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.